Event description:
It was reported to philips that the allura device would not power on. The device was inside clinical use at the time of the event. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside clinical use at the time of the event. The remote service engineer (rse) confirmed that device failed to power on. Rse confirmed with customer that when pressing the power button cannot power on there was no response and the button did not have an indicator light on. Later customer informed philips that he forgot turn on the hospital power. Device was back to normal and requested cancel the case. The codes were updated based on the investigation outcome.